Manufacturer narrative:
Batch review performed on 08 april 2024. Lot 2012776: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had anterior knee pain and instability and the cause was unknown. At about 2 years and 7 months post-primary the surgeon resurfaced the patient's natural patella and revised the poly, implanting a thicker one. The surgery was completed successfully.